Event description:
Hcp reported that patient was admitted to the hospital in late january 2006, for treatment of baclofen withdrawal symptoms and surgical intervention to replace the intrathecal catheter. The intrathecal catheter dislodgement was reported as: "catheter backed out to lumbar region." A new intrathecal catheter was placed and the hcp reported that the patient has recovered without further sequela.